Event description:
Disposable endoscopic snare used during esophagogastroduodenoscopy (egd) to remove polyp. Snare would not function and after changing out cautery pad and grounding cord, we tried changing out snare and discovered it to be non-functioning.